Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation revealed the entire lead was returned in two segmenets 7 cm from the terminal pin. Insulation damage was observed at 22.5 cm from the terminal pins. In addition, the lead was fractured at this same location. Analysis confirmed the lead was fractured and concluded the fracture was likely caused by entrapment in the clavicle/ first-rib region.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead with non boston scientific device displayed high out of range impedance measurements and loss of lv pacing. A lead fracture was suspected. A revision procedure was performed. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported.